Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there was 1 tube with an incorrect colored hemogard cap and 200 tubes with damaged labels. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. A visual examination of these photos revealed an incorrect color hemogard shield; however, the photos do not show the customer's indicated failure modes of damaged and label flaw. Additionally, 90 retained samples were visually inspected, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. This complaint has not been confirmed for the indicated failure modes: damaged and label flaw. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there was 1 tube with an incorrect colored hemogard cap and 200 tubes with damaged labels. No adverse impact was reported regarding the patient or user.